Event description:
Intractable left leg pain due to left lumbar 5 nerve root compression from isthmic spondylolisthesia of lumbar 5 on sacral 1, grade I. Gill procedure performed on l5 plus bilateral l5 nerve root decompression. Internal stabilization with posterolateral bony fusion, l4 to s1, using plates and pedicle screws.